Event description:
(B)(6) reported issues with sticky buttons that did not respond well and problems with charging the pump. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting.